Manufacturer narrative:
Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect- impact code 4625: additional surgery (sutures : surgical intervention). Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the non-preloaded monofocal intraocular lens (iol), model zcb00, the patient experienced a capsular rupture with inadequate capsular support. A three-piece lens was subsequently used, and the incision was closed with 10-0 nylon sutures. Patient contact was made. No additional information was provided.